Manufacturer narrative:
Additional information:d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing ,device did not recognize an open door was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower latch switch was not functioning as intended. Lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump set-loading instructions do not appear on-screen when a slide clamp is inserted into the slide clamp keyhole. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.